Manufacturer narrative:
On 3/1/2021, it was reported to mentor that the patient experienced breast implant illness. Updates to the file: the patient codes for the left side breast pain and paresthesia were removed and patient code generalized illness was added. The right side patient codes no signs, symptoms or patient involvement and no patient consequence to serious injury were removed and the patient code generalized illness was added. No product quality issue code was removed and adverse event code was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This report is a continuation of and the same event as the report submitted under manufacturer's reference number 1645337-2019-26337, but due to a system error, it is not possible to keep submitting under that report number. On (B)(6) 2020, mentor became aware that report 1645337-2019-26337 was submitted in error. There was no right-sided adverse event reported. Reference report number 1645337-2019-26336 for details concerning the patient's left-sided device and associated adverse event. No further event details will be submitted regarding the patient's right-sided device unless additional information is received indicating a patient event or device failure.